Event description:
The product was returned with no information. Additional information received reported that the pt experienced ineffective stimulation. An x-ray ((B) (6) 2009) noted, the wire leads were intact. An MRI ((B) (6) 2009) noted, a left intracranial lead fracture. The lead and extension were explanted and replaced. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.